Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated via wireless telemetry despite attempting to use multiple programmers. The crt-d was able to be interrogated via non-wireless telemetry. Subsequently, wireless telemetry was unable to be established. The device was not used and another device was implanted. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that telemetry was tried several times in and out of outer packaging, with wi-fi on and off, and flight mode enabled but every time the same thing would happen. It was noted that the programmer would recognize the device and moved to the interrogating screen, but the progress bar remained blank. The connection to the device at the top remained red and an error message popped up saying unable to interrogate device. Several other devices were interrogated with the same programmer with no issues. Interrogation without wireless telemetry was performed and worked successfully. However, when the session was ended and wireless telemetry was tried again, the same error occurred. It was confirmed that there was no obvious resolvable issue with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation related to wireless telemetry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.